Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed missing ke45 adhesive on the forceps cover (peeling cement on the pink rubber) issue could not be determined, however, the issue was likely the result of user handling/mishandling. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Warning. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water leakages water auxiliary channel keeps failing when attached in the device for reprocessing. Please check screw on the handle. During inspection and evaluation, distal end missing adhesive on forceps cover. Peeling cement on pink rubber- do not repair (dnr). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leak check elevator channel plug, bending section glue cracked, loose elevator channel plug on the control body, and control knob play, loose. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.